Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer cat#65620005622 shell porous with cluster holes 56 mm o.d. With calcicoat ceramic coating lot#62238820. Zimmer cat#00630505636  liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell lot#62156746. Zimmer cat#00801803603 femoral head sterile product do not resterilize 12/14 taper lot#62363022. Report source: foreign country: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent total hip arthroplasty. Subsequently, patient fell and had a bone fracture and underwent a revision procedure approximately 8 years later. Revision usage show stem and head were removed and replaced and cables added. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. X-ray review provided by third party hcp states that lesser trochanter fracture and possible involvement of the greater trochanter. Overall fit and alignment of the implants is appropriate. Review of device history records identified no deviations or anomalies during manufacturing. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.